Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported having had some falls in roughly (B)(6) 2019 and the therapy worsened. The caller stated that the device was no longer even operational and the patient thought they should just have it removed. The patient noted that their previous health care professional (hcp) was no longer there so patient & technical services sent the patient listings to locate a new hcp so the patient could follow up to discuss their symptoms. No further complications were reported at this time.